Manufacturer narrative:
The complaint states (B)(6) has informed us of a revision tkr he will be doing on (B)(6) at (B)(6), owing to a potentially fractured altrx liner. The primary operation was done 5 months ago at (B)(6). The patient has presented with pain following heavy lifting and, after having a hip x-ray done, surgeon suspects the altrx liner has fractured as the x-ray shows an eccentric head position. A complaint search or review of manufacturing records could not be conducted as no product details were received. Without further information or return of the product the root cause of the complaint cannot be determined. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is per sep 419. Addendum added 09 feb 2017. The complaint was reopened as medical records and product details were received. A complaints database search and review of manufacturing records did not identify any anomalies. The medical records were reviewed by bioengineering which states the x-rays showed the eccentric position of the head due to a disassociated liner. The surgeon stated that the patient's high body mass index and impact and heavy manual activities have more than likely precipitated the breakage of the liner. However it was found that the liner did not show any fracture. The liner had disassociated and deformed. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is per sep 419. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon has informed us of a revision tkr he will be doing on the (B)(6) at (B)(6) hospital, owing to a potentially fractured altrx liner. The primary operation was done 5 months ago at (B)(6) hospital. The patient has presented with pain following heavy lifting and, after having a hip x-ray done, surgeon suspects the altrx liner has fractured as the x-ray shows an eccentric head position. Complaint reopened 10 jan 2017 medical records & xray images received 14 december 2016. Records confirm doi and implant side. Records confirm revision due to shortening of limb, squeaking, and liner disassociation. Metallosis was noted during revision as well as multiple ard peg fractures on the liner, although the liner itself was not fractured. Full product details received and updated. - (B)(6) 10/1/2017. Update 14-dec-2016: medical records received. After review of the medical records for MDR reportability, the revision operative note indicated ceramic head staining due to articulation with the cup, liner was disassociated and malformed, several ards were broken off, minimal corrosion within the cup, and one screw (unknown which screw) and a hole eliminator was placed. The liner and cup are now being reported. This complaint was updated on: 10-jan-2017.